Manufacturer narrative:
The tech found the solder joint where the power cord connects to the pcb was loose. The tech replaced the pcb board to repair the bed.

Event description:
Info received indicates while performing preventive maintenance, the tech could not obtain a good ground reading.